Event description:
It was reported that the patient had the spinal cord stimulation (scs) implant in (B)(6) or (B)(6) and ¿it never did work period.¿ the pain stimulator was hurting the patient, was not working, and had not been working since the beginning. The stimulator never worked since it was implanted. The patient never got any use out of the device. The patient never had therapeutic effect. They didn¿t place it in the right place. It was placed in the wrong place. They placed it right at the belt like, and when he buckled his belt, there was always pressure when he tried to wear his belt. The patient had severe pain because of where it was placed and wanted something done about it. The patient stated it was the manufacturer that made a mistake and put the device in. According to the patient, the manufacturer's representative was at the surgery and put the device in. The role of the manufacturer's representative was reviewed with the patient. The implantable neurostimulator (ins) was ¿bent¿ inside the pocket. The patient could feel where the battery was bent. The battery had a small bend it in. The patient stated it had been bent for quite a while now. It would not charge, and it would not ¿do anything.¿ the stimulator would not recharge anymore. He kept trying to recharge, but it would not work. The patient had not been able to get the ins charged since a few months from implant. The patient felt it needed to be removed. The patient wanted the stimulator explanted, but was not going to pay for the device to be removed and he was not sure if insurance would pay for it. The stimulator was not doing him any good; it was just causing him more pain or hurting him. The issues had occurred since implant. The patient told the healthcare professional (hcp) that it was not working, and the hcp ¿ignored it¿, and started other things to help the pain. The hcp moved on from the therapy. The hcp started giving the patient shots. The patient got tired of the hcp using needles. Last time, the hcp offered to put a pump in him, and the patient said ¿no more.¿ the patient wanted something done about it, because the device was causing him serious pain. The patient would check into the physician listings. No outcome was reported regarding this event. Further follow-up is being conducted for this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 7425, serial# (B)(4), implanted: 2001-(B)(6), explanted: 2014-(B)(6), product type: implantable neurostimulator. Product ID: 3487a-33, lot# j0123290v, implanted: 2001-(B)(6), explanted: 2014-(B)(6), product type: lead. Product ID: 7495-25, serial# (B)(4), implanted: 2001-(B)(6), explanted: 2014-(B)(6), product type: extension. Product ID: 7434a, serial# (B)(4), implanted: 2001-(B)(6), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 977a260, serial# (B)(4), implanted: 2014-(B)(6), product type: lead. Product ID: 977a260, serial# (B)(4), implanted: 2014-(B)(6), product type: lead. (B)(4).